Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a child female patient experienced high blood glucose level of 600 mg/dl due to a bent cannula. She was taken to the emergency room where saline and insulin were administered, and after three hours of stay, she was stable and left the emergency room. Moreover, there was no damage to the infusion sets when the package was first opened. Further, it had happened with two infusion sets. Reportedly, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.